Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 2004. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (drug names, routes, doses and frequencies not reported) for peritonitis. Four days after the event onset, pd therapy was discontinued, the patient was switched to hemodialysis and antibiotics were discontinued. At the time of this report the patient had not recovered. No additional information is available.